Manufacturer narrative:
Cines and operative reports analysis summary: the paramount mini balloon-expandable biliary stent system was not received for evaluation. No ancillary devices from the procedure were received. Three cine images were received with the initial reported event. Three operative reports were received in later correspondence. The first cine image is of the renal artery implanted stent. The stent exhibits a fracture and 90% ostial stenosis. The second and third cine images are of the embolized stent fragment in the patient¿s right superficial femoral artery.

Event description:
On the (B)(6) 2014, a patient underwent treatment for left renal artery calcified stenosis of 90% at the ostium of the vessel using a 5x18 mm paramount mini stent and angioplasty. The procedure used a 5 fr sheath and a 0.014¿ guidewire. The stent was first deployed to 6 and then to 7 atm. The procedure was successful. During a follow up for the procedure on the (B)(6) 2017, the patient was experiencing pain in the right lower extremity. An aortogram was performed and it was found a portion of the paramount stent was in the mid-distal right sfa. The fractured stent was not causing vascular compromise. The physician opted to perform angioplasty of the renal stent portion to secure it. Revascularization of the right femoral popliteal segment was also performed with atherectomy procedure. On the (B)(6) 2017, the left renal artery fractured stent was covered using a 4 mm and 5 mm balloon and then deploying a non-medtronic stent graft to 12 atm. No patient injury was reported.